Event description:
The pt rec'd 2 scs leads with the same lot number. It was reported the pt is no longer receiving low back stimulation. An sjm rep was unable to resolve the issue with reprogramming as only leg and rib stimulation could be achieved. The pt is being referred to a neurosurgeon for consultation regarding surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.